Manufacturer narrative:
(B)(4). Event date: this was reported to have occurred in (B)(6) 2017. (B)(6). The lot was manufactured january 23, 2017 ¿ january 24, 2017. Two samples were received for evaluation. Visual inspection revealed that the bladder of both samples had ruptured. Microscopic inspection was performed on both bladders for any signs of abnormality that could have caused the rupture; no abnormalities were found. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of two (2) small volume folfusors ruptured during filling with fluorouracil. There was no patient involvement. No additional information is available.